Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 20%, within one day. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, the customer had manual injections available as alternate insulin therapy.